Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when non sustained rv oversensing due to myopotential oversensing was observed. The device was reprogrammed. Patient monitoring will continue.